Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for the architect anti-hcv reagent, lot number 03231be00. No related trends were identified for the architect anti-hcv reagent during a review of tracking and trending. A retained reagent kit of architect anti-hcv reagent, lot number 03231be00 was tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. Two sensitivity panels and the positive control were tested. The sensitivity panel values and the positive control values met specifications and the results were in the typical range and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels provided by the manufacturer. The seroconversion panel results were compared to architect anti-hcv test results and it was noted that reagent lot 03231be00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Worldwide field data of the architect anti-hcv reagent lots within s/co 1.00 to 5.00 have been compared to the results of the complaint lots. Review of the worldwide customer data did not identify any indication for a decreased sensitivity for lot 03231be00. Manufacturing documentation was reviewed, and no issues were identified. Additionally, labeling was reviewed and sufficiently addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the architect anti-hcv reagent.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that repeatedly (B)(6) architect (B)(6) results were generated for two patient samples that tested (B)(6) at different facilities. Sid (B)(6): architect 0.308 s/co twice (B)(6), 6.22 s/co at a different laboratory method not specified (B)(6) and 7.08 s/co using an alternate method (B)(6). Sid (B)(6): architect 0.022 and 0.197 s/co (B)(6), 9.62 s/co at a different laboratory method not specified (B)(6) and 10.51 s/co using an alternate method (B)(6) no adverse impact to patient management was reported.